Event description:
It was reported that the implant was not secured. No patient injury was reported.

Manufacturer narrative:
Additional information was received that has made this complaint not reportable under 21 c.f.r. §803.

Event description:
It was reported that the t1 implant was not secured. T1 was removed from the patient. A backup device was used to complete the procedure. This event is not considered reportable under 21 cfr 803.